Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
The user reported that the unit shut down and restarted while on a patient. Ventilator came back on and started ventilating again. There was no injury to the patient.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The affected device was not available for the investigation, but the log files were sent for analysis. The error log contained no entries indicating a persistent technical malfunction. From the log entries it could be concluded that the device performed one warmstart on the reported date of event at 4:58 am and at the time the user was changing settings on the device. After the warmstart the ventilation continued. Based on the available information a definite root cause could not be determined, but it is likely that the device has rebooted due to external electrostatic effects exceeding iec60601-1-2 standard requirements. During a warmstart, the evita opens the airway system to allow for spontaneous breathing and generates an audible alarm. After the boot sequence has been completed successfully (duration approx. 8 seconds), the ventilation continues with the latest set parameters. Immediately after restarting the ventilation, a "mv low" alarm will be generated, which will sustain until the applied volume is greater than the set lower limit for the minute volume. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.